Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Pump was received with missing display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Moisture damage was found on electronic and motor assembly.